Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was 173 mg/dl. The customer took a correction bolus via the pump. As the cartridge had been in use for more than three days, tandem technical support instructed the customer to change out all supplies. It was indicated that supplies would be changed.